Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced a pocket pain and had a shocking sensation in the left gluteal area near the ipg site. Patient felt stimulation at the ipg site extending into her hip and leg at random times even when the device was turned off that started after a hip surgery. The database sent for analysis cannot confirm the reported complaints. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.